Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a t.e.d. Stocking. The customer states that the stocking was rolling down and cutting into patient's thigh. The stocking was removed. The patient developed an open ulceration on inside of right upper thigh. Stockings were not available to be returned.

Manufacturer narrative:
Submit date: 11/05/2013. An investigation is currently underway. Upon completion, the results will be forwarded.